Event description:
The hcp reported that the pt expired in 2005. The synchromed pump was implanted 10 days prior to patient's death to replace an isomed pump. The pt was receiving prialt via the drug delivery system. The cause of death is unknown; an autopsy is planned.